Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found atmospheric transducer calibration out of specification. Calibrate all transducer's and fault corrected. Machine tested for 3 hours and handed over to end user with good working condition.

Event description:
It was reported by the customer that during routine check, the cs100 intra-aortic balloon pump (iabp) is displaying a message "cs100 maintenance required code#1". There was no patient involvement.